Event description:
It was reported that the ilet bionic pancreas user experienced a sensor-indicated low glucose alert, while the user felt well and later confirmed recovery of blood glucose after consuming candy and juice; a delayed meal announcement was noted as a contributing factor. Symptoms included a recorded low glucose alert at or below 54 mg/dl without reported loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and resolution of the low without hospitalization or medical intervention. Investigation included customer interview, review of device-reported glucose trends, and assessment of use patterns related to meal announcements. Investigation of this case revealed no device malfunction and suggested user-related factors, including a late meal announcement and subsequent carbohydrate intake, as the likely contributors to the transient low reading. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.